Event description:
On (B) (6) 2009, the sales rep reported that during receipt of the product, it was identified that it was broken at the retaining tab. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event occurred upon receipt of the product. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending.